Event description:
It was reported that a pt underwent a surgical procedure in 2007, for the treatment of vaginal prolapse, cystocele, rectocele, and stress urinary incontinence. Following the surgery, the pt experienced multiple complications, including formation of scar tissue, dyspareunia, pain, and neurologic compromise to her structures and tissues. No additional info was provided at this time.

Manufacturer narrative:
Date sent to the FDA: 09/11/2009. Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. Additional info: the actual device associated with this event is not known. The following are two possible devices: gynecare prolift pelvic floor repair system. Gynecare tension free vaginal tape.